Manufacturer narrative:
Additional information received indicated that noise was not able to be recreated. The physician planned to monitor the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received via home monitoring indicating that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed a pacing impedance measurement greater than 2,000 ohms. Boston scientific technical services (ts) reviewed the history of the lead data and noticed an increase of 25% approximately eight months ago. In the last two months the impedance measurements had increased significantly to now 2,658 ohms. The patient planned to be brought into the clinic for additional evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated that the physician was still deciding how to manage the patient. The patient was currently being monitored. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Approximately one month later the patient was brought in for a follow-up appointment. The impedance was tested and indicated 3,000 ohms with no capture at 3.5 volts. It was rechecked and the impedance decreased to 400 ohms and thresholds were .6 volts at 0.8 milliseconds. A review of the data indicated that the pacing impedance had been greater than 3,000 ohms for the past week. Ts discussed programming higher outputs to ensure bi-ventricular capture. Ts also discussed monitoring the patient remotely to see if the pacing impedance measurements remained greater than 3,000 ohms.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Additional information received indicated that there was another alert indicating a high pacing impedance measurement. The patient was brought into the clinic again and the pacing impedance measurements were confirmed to be greater than 3,00 ohms. There was also an increase in pacing threshold measurements to 3.5 volts at 0.8 milliseconds. However, after further testing the high impedance measurement and high threshold measurement were not able to be reproduced. The physician planned to continue to monitor the patient.